Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported experiencing low blood glucose readings. Customer's blood glucose reading was 53 mg/dl. Customer suspended the insulin pump and bloused 4.9 units for food. Customer stated that they may have over bolused. Customer has treated with nine oz of juice. Customer also mentioned a difference between the blood glucose readings versus the sensor glucose readings. The difference was noted to be within 20 percent. Customer declined any troubleshooting. Customer's blood glucose reading at the time of the call was 66 mg/dl and has treated with a bolus. No further information reported.